Event description:
Laparoscopic assisted colectomy - "during the laparoscopic assisted colectomy, an air leak was evident when the sterile gauze (B)(4) was removed from the subject device. The exam found the damage of the duckbill." Pt status: "the pt was not injured."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.